Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis (dka) on (B)(6) 2026. It was reported that the patient¿s dexcom g7 continuous glucose monitor was reading the blood glucose levels as 220 mg/dl, however, a manual reading using a glucometer was taken which gave the reading of 571 mg/dl. The patient had been wearing the pod between 4 and 24 hours on the arm. Symptoms reported include shaking legs causing difficulty walking and vomiting. The patient was treated with an insulin drip. The pod was removed at the hospital and discarded. The patient was discharged the following day ((B)(6) 2026).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.7 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.